Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided images were reviewed by an abbott clinical research and development staff engineer. The reviewer stated ¿one fluoroscopic video was provided. In view of the video are two clips, as well as other non-abbott implanted devices (e.g. Pacing leads). Both clips are deployed as there is no delivery system in view. One clip is opened to approximately 50° - 60° and is presumably the first implanted clip (reported device); this is an estimate based on the fluoro video and the exact angle cannot be definitively determined. The second clip appears to be fully closed and is presumably the second clip implanted. Based on the video, it is apparent the first clip is opened to a larger angle than the second clip, which aligns with the reported incident details. Based on available information, causes for the reported clip opening while locked and inability to close the clip could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report medical intervention, open clip and inability to close. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip looked either half opened or half closed. A second clip was deployed to stabilize the opened clip. Two clips were implanted, reducing mr to 1. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.